Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) narrow left size 10 catalog # 42500006801 lot # 62373776. Articular surface fixed bearing posterior stabilized (ps) catalog # 42512400810 lot # 62366430. Natural tibia cemented 5 degree stemmed left size e catalog # 42532007101 lot # 62662038. Headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 62758461. All-poly patella cemented 35 mm diameter catalog # 42540200035 lot # 62773353. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Multiple MDR reports were filled for this event: 0001822565-2020-04047.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient experienced limited range of motion and arthrofibrosis that resulted in a manipulation under anesthesia. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates there is no complication was found during the initial surgery. Arthrofibosis on the left knee with 5-20 degree rom. Underwent mua and resulted in rom of 0-135 degrees. No complication found during the mua. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.